Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2017-06192 & 1627487-2017-06194. It was reported the patient complained her scs system's therapy was not working effectively. The patient stated she was experiencing a "shocking" sensation at the scs ipg site. A company representative reprogramed the patient's scs system in an attempt to improve therapy. However, the patient stated she preferred to have the system explanted. Surgical intervention may be taken to address the issue.